Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported mislabeling on two disposable vitrectomy cutters. A brief description from the surgery center indicated they ordered size 25 gauge disposable vitrectomy cutters but upon opening the package, the actual vitrectomy cutter had size 20 gauge engraved on the device. No indication of patient contact. This is 2 of 2 reports.

Manufacturer narrative:
Corrected data: correction: product code provided in the initial report was incorrect. This follow up provides the correct product code: mlz. Correction: common device name provided in the initial report was incorrect. This follow up provides the correct common device name: disposable vitrectomy cutter. Correction: 510k# provided in the initial report was incorrect. This follow up provides the correct 510k#: k081681. Additional information: additional: returned to manufacturer on 3/3/2017. Device evaluation: the disposable vitrectomy cutters were returned to the manufacturer and a visual inspection was performed. The returned product consisted of two pouches labeled as ngp0025 lot number ca06182 gauge 25; however the disposable vitrectomy cutter inside the pouches were gauge 20. Based on a visual analysis, it was confirmed that there was mismatch of the gauge size on the pouch label and the gauge size marked on the vitrectomy cutter. An extended investigation was conducted and included a review of complaint trending, labeling, manufacturing layout, procedure review, and the material dispatching process from the warehouse. A review of historical complaints indicated there was one complaint (described herein) in the last five years associated with this type of event. Based on the investigation performed, it was concluded that the most probable cause of the incorrect gauge size vitrectomy cutters in the pouch was human error during the material handling process. Training awareness was conducted to reinforce the importance of adequate line clearance and reconciliation steps as instructed in the current procedures/forms as an immediate correction. Other corrective and preventive actions are in the process of being implemented to address this issue. Additionally, a voluntary recall was initiated on march 30, 2017 because of the possibility that due to this human error, 20 gauge vitrectomy cutter may be found in a 25 gauge package and a 25 gauge vitrectomy cutter may be found in a 20 gauge package. Use of a vitrectomy cutter that is a different size than expected can lead to the need to alter the surgical technique, including conjunctival dissection, incision enlargement and scleral sutures. All pertinent information available to abbott medical optics has been submitted.